Event description:
Patient began experiencing the following symptoms right after she got her hip replacement: instability, headaches, toothache, ambulation difficulties, fever, metal intoxication, pain in the groin, painful scar tissue, memory loss, flu-like symptoms and swollen lips. She has been placed on regular pain medications but the pain is always present in her groin area and inner thigh. She recently began experiencing muscle twitching, numbness behind the knee and ringing in her ears. She also experienced more pain and bruising after going through a session of physical therapy.